Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) was informed that the camera head does not work because the video connector socket of the device and video plug of the camera head cannot be connected properly. Olympus medical systems corp. (Omsc) could not investigate the device, because the device was not returned to omsc. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Olympus local service engineer report that the circuit board of the device was broken and there was a failure connection due to wear of the video connector socket of the device. Since the device was not returned, the exact cause was unknown; however, omsc assumed a potential cause as follows. - because the circuit board of the device was broken by some cause, an endoscopic image was not displayed on the monitor. - because the lock part of the video connector socket wore out and failed due to forcible attachment and removal to the video connector socket of the device, the camera head does not work.

Manufacturer narrative:
The device has not returned to olympus medical systems corp. (Omsc) for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
During preparation for use the device and unspecified camera head, an endoscopic image was not displayed on the monitor. Other detailed information was not provided. There was no report of patient injury associated with the event.